Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a (B)(6) female patient during a flight transport, the device was unable to obtain an ECG signal. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. Review of the device history log provides evidence of the customer's report, however, this does not necessarily indicate a device malfunction. The device history log shows several "lead fault" entries. This may indicate poor coupling between the electrode pads and the patient's skin. The electrodes returned with the device were observed to be dried out, which could contribute to the reported malfunction. It is important to note that this malfunction occurred in leads mode. This type of malfunction does not pose any clinical impact and does not meet our guidelines for reportability. The device was recertified and returned to the customer. No trend is associated with reports of this type.